Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) battery was overdischarged and the contributing factors were unknown. The rep was unable to perform troubleshooting due to overdischarge and physician mode recharges (pmr) were attempted three times but were unsuccessful. The patient was unable to devote additional time to establish a connection, so the rep and the patient planned to meet again to troubleshoot. Surgical intervention was not planned, and the patient was alive with no injury. Additional information received from a manufacturer representative (rep). It was reported the patient was meeting with the hcp on (B)(6). The hcp was going to recommend a non-rechargeable device. A rep is planning to be present at the (B)(6) appointment. No further complications were reported.

Manufacturer narrative:
Codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep went to the patient¿s scheduled (B)(6) appointment and they were told that the patient had rescheduled for the previous week. The provider also stated that they were able to recharge their battery and it was working fine. The patient stated that they did not need to see the manufacturer. The rep stated that they told the provider to call if they could help in any way with the patient. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. "***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***"